Event description:
The device was explanted due to early battery depletion.

Manufacturer narrative:
The reported premature battery depletion was verified. The battery measured 2.36v. The device's current drain was measured and was found to be normal. With a replacement battery, the device was tested and no anomalies were noted the device was temperature cycled for one week and then exposed to humidity for two weeks. The device had normal current measurements. The device's battery was returned to the vendor for analysis and no anomalies were detected. The cause of the battery depletion was not determined.